Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a temperature alarm, while worn under a shirt outside. The pump was not exposed to abnormal temperature conditions. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer was able to clear the alarm and continued to use the pump for insulin therapy.